Event description:
Bilateral proact device implanted into patient on (B)(6) 2023. Patient presented to hospital on (B)(6) 2023 with complaint of rectal bleeding and device balloon protruding from rectum. Patient returned to operating room for placement of penrose drain due to rectal perforation and explantation of proact device.